Event description:
The device was returned to the manufacturer from a mortuary. No information was provided regarding cause or circumstances of death. The pump contained morphine sulfate and bupivicaine 50 mg/ml concentration at a dose of 19.427 mg/day; last change to programming was performed in 2005. The device tracking system indicated that the patient was deceased as of the following month. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump revealed acceptable 3 rev flow testing. The cap was occluded as received. It was noted on the initial printout that the pump has not had a program change since 2005. Final analysis: the catheter access port (cap) was partially occluded with dried drug.